Event description:
The information provided to sjm indicated a 21 mm epic valve was implanted on (B)(6) 2012. The valve was explanted on (B)(6) 2013, due to incompetence of the leaflets caused by thrombus and pannus formation. Another manufacturer's valve was implanted instead. The pt was stable following the event and later discharged.

Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.